Event description:
Event description guidant received information that this transvenous defibrillation lead sustained a complete fracture at the is1 terminal. The r/s portion of the lead was removed and a new r/s lead was implanted.